Event description:
It is reported that upon opening the packaging for the left knee, the implant which inside was a right femur. Surgery was delayed by one hour.

Manufacturer narrative:
This report will be amended when our investigation is complete.